Event description:
The reporter stated that meter to hcp meter comparison tests were done, two minutes apart. Both tests were capillary, with the meter reading 329 mg/dl, and the hcp meter (type unknown) result of 182 mg/dl. No symptoms were reported. Control solution testing could not be done due to lack of supplies. Attempts to reach the reporter for further info have been unsuccessful.